Manufacturer narrative:
Additional information was received identifying the following information. No malfunction was identified. The position of implant of the perceval was checked after the implant, prior to weaning the patient from bypass. It was confirmed that the root cause of the event was traced to an initial malposition of the device. The procedure was not extended more than 20min cross clamp and 30min bypass time. The surgeon has more than 30 cases a year experience with perceval. The patient had remained stable during the procedure. The patient was discharged without any problem. Since there was a time during the collapse of this procedure, the surgeon closed the aorta a little, then the surgeon placed the perceval. The closure of the aorta narrowed the field of view for placement of the perceval. By placing percival in a state with the field of view was narrowed, the placement position became abnormal. Therefore, there was no abnormality in the product. The surgeon recognizes that. The perceval was returned to the manufacturer for analysis. The returned valve prosthesis appears in general good storage conditions. The valve received has no pre-existing defects. In general, it is still in good condition. The height of each leaflet has been verified and it resulted in conformity. Based on the performed analyses, visual inspection and dimensional verification, the prosthesis met the specification and requirements for a perceval s pvs 21/s. Based on the information received from the site the event can be attributed to a malpositioning of the device. The root cause is thus not device related and is attributed to an a user error malpositioning.

Event description:
On (B)(6) 2020, when perceval s was indwelled, declamped, and confirmed via echo, pvl from rcc-lcc commissure was observed. Clamped again and checked intraoperatively, it was found that the position of rcc was high. After removing the perceval, sizing was performed again, and a new perceval of the same size was indwelled. After confirming with echo, the procedure was completed without any problem. The procedure was performed with a midline incision. Additional information was received identifying the following information. No malfunction was identified. The position of implant of the perceval was checked after the implant, prior to weaning the patient from bypass. It was confirmed that the root cause of the event was traced to an initial malposition of the device. The procedure was not extended more than 20min cross clamp and 30min bypass time. The surgeon has more than 30 cases a year experience with perceval. The patient had remained stable during the procedure. The patient was discharged without any problem. Since there was a time during the collapse of this procedure, the surgeon closed the aorta a little, then the surgeon placed the perceval. The closure of the aorta narrowed the field of view for placement of the perceval. By placing percival in a state with the field of view was narrowed, the placement position became abnormal. Therefore, there was no abnormality in the product. The surgeon recognizes that.

Manufacturer narrative:
Based on the information reported, it is reported that upon inspection after re-clamping the aorta, the ''position of rcc was high'', which reasonably relates to the perceval valve and suggests that the root cause of the reported pvl was due to an incorrect positioning of the device. However, since the delay to the procedure is unknown as well as the patient impact/outcome, the event is being reported in a conservative manner. Further investigation is ongoing and an update will be provided within the required timeline.

Event description:
On (B)(6) 2020, when perceval s was indwelled, declamped, and confirmed via echo, perivalvular leak (pvl) from rcc-lcc commissure was observed. After having clamped again the aorta and checked intraoperatively, it was found that the position of rcc was high. After removing the perceval, the sizing was performed again, and a new perceval of the same size was indwelled. After confirming with echo, the procedure was completed without any problem. The procedure was performed with a midline incision.